Event description:
It was reported to philips that the allura system would fail to boot up. No harm was reported. The system was not in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and identified an issue with the host pc. Fse proceeded to replace the host pc and confirmed the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was failing to boot up. Functional analysis was performed and identified issue was the host pc. The fse replaced the host pc, after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.